Manufacturer narrative:
(B)(4). This report is 2 of 2 reports of medical intervention that occurred two separate times but unremembered by the patient. Please see the following related complaint record: cmpl-(B)(4). B5: describe event or problem - correction g3: date received by mfg - correction g6: type of report - updated/follow-up h2: type of follow up - correction. H10: corrected data. H11 additional narrative.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. This report is 2 of 2 reports of medical intervention that occurred two separate times but unremembered by the patient. It was reported that the patient had two incidents were she was taken in by ambulance to the hospital because of low sugar. No other information was provided for the incident. She was in normal condition and driving at the time of the call. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient had two incidents were she was taken in by ambulance to the hospital because of low sugar. No other information was provided for the incident. She was in normal condition and driving at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.